Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. Intracardiac echocardiography (ice) was used during the procedure. The patient was in atrial fibrillation rhythm during the procedure. The left atrial pressure was 15mmhg. The patient was noted to have challenging anatomy with a short anterior chicken wing appendage. The device was noted to be partially re-captured 4-5 times. The device was determined to be too small in size. The device was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The device was noted to have been partially re-captured 3-4 times. The device landed on the appendage. The patient presented with angina. No pericardial effusion was noted at the point of the procedure. After deployment of the device and the catheters were retracted to the right atrium, a circumferential pericardial effusion was noted. The patient remained hemodynamically stable throughout the procedure. A follow-up transthoracic echocardiogram (tte) was performed one hour post-procedure and the following morning showed a stable pericardial effusion. The pericardial effusion was circumferential and small in size. No medical intervention was required to treat the stable pericardial effusion. The operating physician believes the pericardial effusion may have been present prior to the procedure, however it was not noted in the pre-procedure imaging. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain and small circumferential pericardial effusion was reported. It was reported that the device partially re-captured 3-4 times. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however multiple manipulations in the left atrial appendage may have contributed to the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that a 25 mm amplatzer amulet laa occluder was placed without changing the delivery system that was used with a 22 mm amulet occluder. Please note that per the amulet occluder instructions for use, "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath." And " if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." H6 medical device problem code: code 2993 removed

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6)2024 using a 12f amplatzer torqvue 45x45 delivery sheath. Intracardiac echocardiography (ice) was used during the procedure. The patient was in atrial fibrillation rhythm during the procedure. The left atrial pressure was 15mmhg. The patient was noted to have challenging anatomy with a short anterior chicken wing appendage. During the procedure, heparin was administered, and the activated clotting time (act) levels were 250-300 seconds. The device was noted to be partially re-captured 4-5 times. The device was determined to be too small in size. The device was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder without changing the delivery system. The device was noted to have been partially re-captured 3-4 times. The device landed on the appendage. The patient then complained of chest pain. No pericardial effusion was noted at that point of the procedure. After deployment of the device and the catheters were retracted to the right atrium, a circumferential pericardial effusion was noted. The patient remained hemodynamically stable throughout the procedure. A follow-up transthoracic echocardiogram (tte) was performed one hour post-procedure and the following morning showed a stable pericardial effusion. The pericardial effusion was circumferential and small in size. No medical intervention was required to treat the stable pericardial effusion. The operating physician believed the pericardial effusion may have been present prior to the procedure, however it was no pre-procedure imaging was conducted. Another attending physician believed the pericardial effusion was due to multiple manipulation in the left atrial appendage between the two devices. The patient status was stable.